Manufacturer narrative:
Other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain. It was reported that the patient¿s stimulation had not been effective since being implanted. The patient¿s trial in (B)(6) of 2015 went well but they had not been able to get the exact spot since that time. The patient was reprogrammed by a manufacturer representative (rep) on (B)(6)2016 and (B)(6)2016 ¿plus or minus a day or two¿. The patient needed to get back to using his stimulation therapy and had been keeping it charged up. The patient was to follow-up with a healthcare professional. Additional information was received from the patient. It was reported that the device never worked and created a significant amount of pain from the device not working. The lead was always out of alignment and they did go in several times and found that the lead was out of alignment. The patient worked with the local manufacture representative (rep) on this to recalibrate and recharge the device and it put the patient through the roof. It was noted that it could not be clarified what the patient meant by this. The patient was scheduled to have the paddle put in due to this issue. The patient was recommended to continue to work with the healthcare professional due to this issue. The patient had stopped using the device because of these issues. The patient had not used the device in over a year as of (B)(6) 2017. The patient believed it was dead, and had not tried recharging it since he stopped using it. It was unknown when the overdischarge began. The other device issues occurred since implant. The patient requested to meet with a rep to have his device jumpstarted. It was noted that the patient's healthcare professional directed the patient to contact the manufacturer directly. Additional information received from a rep reported that the rep spoke directly to the patient.